Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer that after the placement of the magnetic navigation catheter, there have been frequent cases of catheter scale disappearance during maintenance, and the disinfectants used in clinical practice are iodophor and chlorhexidine disinfectants. The exact number of occurrences was not provided by the complainant. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of markings wearing off a PICC is confirmed; however, the exact cause is unknown. One photograph of a dual-lumen powerpicc was returned for evaluation. An initial visual observation of the photograph showed the device implanted into the patient with a transparent dressing over the molded joint and tubing. No markings could be seen on the molded joint or tubing. No indication of the root cause for the worn off markings could be discerned from the photograph. No additional damage was noted. Marking wear can potentially occur when using an incompatible chemical with the device; however, the event description indicated that compatible disinfectants (an iodine-based disinfectant and chg) were used. The product IFU states, "chlorhexidine gluconate and/or povidone iodine are the suggested antiseptics to use." This complaint will be recorded for future trending and monitoring purposes.